Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter product return status: 3 devices were received for evaluation. Evaluation status: 2 events were confirmed during testing, - 1 device was found to be affected by corrosion, - 1 device was found to be affected by mechanical damage, 1 device evaluation is in progress. Product disposition: 2 devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had a sticky trigger or stuck safety switch, which can indicate a condition of potential run-on or unintended activation; 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.    Supplemental rationalecorrected data: 1 previously reported event is included in this follow-up record. Evaluation status 1 reported event was confirmed during testing.- 1 device was found to be affected by corrosion.  Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a sticky trigger or stuck safety switch, which can indicate a condition of potential run-on or unintended activation. 3 events had no patient involvement; no patient impact.